Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during pd therapy as reported by a medical professional. Touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause of this patient¿s adverse event. Based on the required information, though an allegation exists, there is no objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused this patient¿s adverse event.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6) female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on 30/dec/2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 289/mm3. The patient was diagnosed with peritonitis due to touch contamination during a ccpd treatment on the liberty select cycler at home. It was stated the patient must have contaminated the connection. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 1250 mg (frequency and duration not reported). The patient is recovering from this event while remaining asymptomatic. An additional wbc count taken in the outpatient clinic on (B)(6) 2022 presented with 9/mm3. It could not be confirmed whether this event was caused or contributed by a deficiency or malfunction of the liberty cycler set; however, it was stated the root cause of the patient¿s infection was touch contamination. It was confirmed this event was not due to a deficiency or malfunction of any fresenius device(s). The patient continues ccpd on the same liberty select cycler at home following this event.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 29-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on 30/dec/2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 289/mm3. The patient was diagnosed with peritonitis due to touch contamination during a ccpd treatment on the liberty select cycler at home. It was stated the patient must have contaminated the connection. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 1250 mg (frequency and duration not reported). The patient is recovering from this event while remaining asymptomatic. An additional wbc count taken in the outpatient clinic on (B)(6) 2022 presented with 9/mm3. It could not be confirmed whether this event was caused or contributed by a deficiency or malfunction of the liberty cycler set; however, it was stated the root cause of the patient¿s infection was touch contamination. It was confirmed this event was not due to a deficiency or malfunction of any fresenius device(s). The patient continues ccpd on the same liberty select cycler at home following this event.

Manufacturer narrative:
Correction: g3 in the initial was incorrect as (B)(6) 2021. The correct date is (B)(6) 2022.

Manufacturer narrative:
Correction: h1 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 29-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) /2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 289/mm3. The patient was diagnosed with peritonitis due to touch contamination during a ccpd treatment on the liberty select cycler at home. It was stated the patient must have contaminated the connection. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 1250 mg (frequency and duration not reported). The patient is recovering from this event while remaining asymptomatic. An additional wbc count taken in the outpatient clinic on (B)(6) 2022 presented with 9/mm3. It could not be confirmed whether this event was caused or contributed by a deficiency or malfunction of the liberty cycler set; however, it was stated the root cause of the patient¿s infection was touch contamination. It was confirmed this event was not due to a deficiency or malfunction of any fresenius device(s). The patient continues ccpd on the same liberty select cycler at home following this event.